Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020 with blood glucose level was 249 mg/dl at time of incident and 489 mg/dl. Customer expressed symptoms may be indicative of the possible onset of diabetic ketoacidosis. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was not active. Customer treated with manual shot. Customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.